Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that they replaced the patient's ins connected to the a260 leads for the patient's lumbar area but couldn't verify the serial number of this ins. The caller stated they were not able to check impedances pre-op because the ins was depleted as the patient hadn't charged (caller confirmed discharge only, not overdischarged). The caller didn't know the rationale for why the ins was being replaced. The caller stated after leads were connected to the new ins a couple of electrodes (caller couldn't remember which ones but thought it was 2 or 3 contacts) on the left lead that was plugged into the 8-15 port were showing out of range. The caller noticed when the ins was removed from the pocket that the leads "bend down really hard" at the header block from coiling the wires behind the ins on this bigger battery so they suspected that could be a fracture point. The caller stated they did normal troubleshooting (unplugging leads, wiping them off, and made sure the leads were clean). The caller stated check connectivity showed contacts 11-15 were "not reading" which the caller clarified meant they were seeing x's on those contacts. The caller stated they've never see this before where they get anything but all green check marks even with a lead fracture. The caller stated they were still able to read the electrode impedance and these were intermittent. Some contacts were going in and out of range between 20,000-32,000 ohms and then would show 1200 so the caller wasn't sure what the issue was and speculated there was an insidious lead fracture. The caller went on to say that contact 8 read as 37,000 ohms and 11-14 read as 40000 and it would bounce back and forth so sometimes 8 and 13 would read as normal but then show high or out of range. The caller asked if the set screw had to be tighten to perform check connectivity or electrode impedances (as the physician was moving lead in and out and caller would want to check connectivity). It was reviewed with the caller how check connectivity works and that the "x" marking means that the system is marking that contact as out of range. After discussing check connectivity measurements and electrode impedances with the caller it appeared the electrodes impedances aligned with what was seen on the check connectivity measurements. The caller stated they didn't do lead revision today as they were able to obtain some coverage with electrodes that were working and are going to wait it out at this point. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4): product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the reason the patient upgraded their ins was because they wanted the intellis system for faster charging. The cause of the fractured lead and high impedances was not determined and the patient was reprogrammed with good coverage. No further complications reported.